Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2535 days after essure insertion and 7305 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. B02263) for female sterilisation. The patient had a medical history of paratubal cyst, deep dyspareunia, abnormal uterine bleeding, menorrhagia, pregnancy, constipation, hypertension, menorrhagia, dysplasia, human papillomavirus infection (papillomavirus (hpv) dna test positive,) and menstruation frequent. The patient had a family history of hypertension, heart disease, unspecified and renal disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laprascopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted: removal date: as per argus (B)(6) 2020. As per mr: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: this patient's history of low-grade squamous dysplasia and positive high risk hpv testing is noted. No cervical dysplasia is found in the current specimen, with all cervical tissue processed and examined microscopically. Gross description: the right fallopian tube has attached paratubal cysts up to 0.9 cm that are filled with clear, thin fluid. Both fallopian tubes and their proximal lumens have metallic coil grossly consistent with an essure device. [Pregnancy test] (date unknown): negative. [Ultrasound pelvis] on (B)(6) 2020: indication evaluation of abnormal uterine bleeding: menorrhagla comment enlarged anteverted uterus. Essure coils visualized. Both ovaries were seen and appear normal. Bilateral ovarian bloodflow noted. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion and removal dates added, and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. B02263) for female sterilisation. The patient had a medical history of paratubal cyst, deep dyspareunia, abnormal uterine bleeding, menorrhagia, pregnancy, constipation, hypertension, menorrhagia, dysplasia, human papillomavirus infection (papillomavirus (hpv) dna test positive,) and menstruation frequent. The patient had a family history of hypertension, heart disease, unspecified and renal disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laprascopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted: removal date as per argus (B)(6) 2020. As per mr: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: this patient's history of low-grade squamous dysplasia and positive high risk hpv testing is noted. No cervical dysplasia is found in the current specimen, with all cervical tissue processed and examined microscopically gross description: the right fallopian tube has attached paratubal cysts up to 0.9 cm that are filled with clear, thin fluid. Both fallopian tubes and their proximal lumens have metallic coil grossly consistent with an essure device. [Pregnancy test] (date unknown): negative [ultrasound pelvis] on (B)(6) 2020: indication evaluation of abnormal uterine bleeding: menorrhagla comment enlarged anteverted uterus. Essure coils visualized. Both ovaries were seen and appear normal. Bilateral ovarian bloodflow noted. Lot number: b02263. Manufacture date: 2013-02. Expiration date:2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2535 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.